Event description:
The customer reported via phone call that he had been having really high or low blood glucose. Customer was advised by his doctor that his basal settings were correct. Customer had high blood glucose in the 200's mg/dl. Customer had lows around 52 mg/dl. Customer's blood glucose dropped down to the 50's mg/dl, which he treated with 30-40 carbs of food. Customer treats his highs with the pump eats to treat the lows. Customer declined troubleshooting for the high and low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.